Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. It was noted the reprograming changes to the detection zones were applied and the patient was hospitalized. This ICD remains in service. No additional adverse patient effects were reported.